Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that failing to lower the slider and re-lock the safety locks resulted in the tip of the supera to not be fully retracted back into the distal sheath, resulting in the tip of the device to be caught on the deployed stent during removal, resulting in inadvertently pulling part of the deployed stent into the introducer sheath and ultimately resulting in the reported material separation. Reportedly, at the end of deployment the slider was not lowered, and the safety locks were not re-locked. It should be noted that the supera peripheral stent system instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The deviation of the instructions for use appears to have caused/contributed to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery via ipsilateral puncture in the left common femoral artery. The lesion was not pre-dilated. The 5x100 supera self expanding stent (ses) was deployed without any issues. The 5x80 mm supera ses was intended to be overlapped with the first stent by 10 mm. At the end of deployment the slider was not lowered and the safety locks were not re-locked. The stent was noted to be deployed part in the introducer sheath and the white tip had detached and was also in the introducer sheath. Therefore the entire device and the stent were removed from the anatomy. No additional stent was placed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.